Event description:
It was reported that (5) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 511s trocars from tk11m kits all had torn gaskets. There was no consequence to the pt.